Event description:
While priming IV tubing with normal saline, the tubing fell apart at the upper y-site. It appears that the tubing was not "welded" to the hard plastic of the y-site. This is the third instance in about a month of this occurrence although the rep believes the defective "weld" in one of the others was at the distal tip where it would connect to the IV device.